Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B1, b5, h1: the initial complaint was reviewed and found not reportable. This complaint is a duplicate. The event is captured on (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: the customer reports that a spontaneous fracture of the plate for mandibular reconstruction occurred without injury or shock. The broken plate was removed and a new one was implanted. Date of injury (B)(6) 2017. Concomitant device reported: unknown screws (part#unknown, lot#unknown, quantity#unknown). This complaint involves (1) device. This report is 1 of 1 for (B)(4).